Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-07-06 h6: investigation summary bd received 19 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to underfill was observed. In addition, 1 sample on lot number 9084778 was also received, however, the tube was already expired. No complaints were received on this lot number. 14 returned + 6 retained samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. From this testing it was determined that all 20 tubes drew within specification. 5 returned samples were tested clinically. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode for erroneous results and underfill because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The complaint is confirmed for underfill based on the photograph provided. We are unable to confirm for erroneous results. All testing performed on both returns and retention samples was satisfactory. A complaint history review indicated this is the 1st complaint received for the reported issues on this lot number. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. As noted in our instructions for use (IFU), the overfilling or under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. If the specimen is drawn with a syringe, it is important not to over fill the bd vacutainer® citrate tube. Allow the tube to draw the blood from the syringe using a bd vacutainer® blood transfer device if available. Do not force blood into tube. Do not fill tubes from other tubes or combine two partially filled citrate tubes. Complete and adequate mixing is required immediately after phlebotomy to prevent clotting. Inadequate number of inversions (as stated in IFU) after phlebotomy will not allow proper mixing of blood and anticoagulant. In addition, following the proper order of draw is essential. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. See h.10.

Event description:
It was reported that test results were "too low" during use with a bd preset¿ arterial blood collection syringe. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: we tested a young healthy men's hockey team and most of them had a 20-30% lower results. Additionally, on 2020-06-05 the bd sales consultant provided the following additional information: people in the lab doing the analysis confirmed that citrate-tubes were correctly filled, quick values (measure of time of blood clotting) of other patients and controls run at the same time on identical instrument in the lab were fine. To have an explanation for the low quick-values for so many members of one team the lab needs to proof any possible reason, one of it is the tube itself. They can not exclude other sources of error, we don¿t know if discard-tubes were applied by venipuncture using butterfly-cannulas. The secretary of the sport department in the clinic filled some tubes 363079 with water. Here it became obvious that they don¿t fill correctly up to the minimal height marked on the tube. But this seems to be a second problem, not connected to low quick-values. People in the lab running quick-analysis confirmed that in all tubes the level of blood was fine, so this could be excluded as reason for low values.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that test results were "too low" during use with a bd preset¿ arterial blood collection syringe. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: we tested a young healthy men's hockey team and most of them had a 20-30% lower results. Additionally, on 2020-06-05 the bd sales consultant provided the following additional information: people in the lab doing the analysis confirmed that citrate-tubes were correctly filled, quick values (measure of time of blood clotting) of other patients and controls run at the same time on identical instrument in the lab were fine. To have an explanation for the low quick-values for so many members of one team the lab needs to proof any possible reason, one of it is the tube itself. They can not exclude other sources of error, we don¿t know if discard-tubes were applied by venipuncture using butterfly-cannulas. The secretary of the sport department in the clinic filled some tubes 363079 with water. Here it became obvious that they don¿t fill correctly up to the minimal height marked on the tube. But this seems to be a second problem, not connected to low quick-values. People in the lab running quick-analysis confirmed that in all tubes the level of blood was fine, so this could be excluded as reason for low values.